Event description:
Review of diagnostic history from the site's handheld computer revealed that this patient's device had high lead impedance from a system diagnostic test, end of service status was set to no. The device output current was turned on three days following the observation of high lead impedance. Attempts to obtain additional information from the site are underway.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.